Event description:
Customer stated that it looks like the pump is running, but no food is delivered. There is no alarm triggered. There was no patient impact reported. Rate and dosage provided were 49 ml/hr and infinite.

Manufacturer narrative:
Pump was primed and ran using water to simulate conditions of incident with user. Rate and dosage were 49 ml/hr and infinite ml. Pump correctly delivered fluid. Volumetric accuracy test performed and passed within specification (+/-5%). All alarms have been checked and worked properly. Complaint could not be duplicated.